Event description:
(B)(6). It was reported that myocardial infarction (mi) and stent thrombosis (st) occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was located in the mid right coronary artery (rca) with 99% in-stent restenosis (isr) of a previously placed unspecified stent and was 52 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.50 x 20 mm and 2.75 x 38 mm pe plus stents in overlapping manner, with 0% residual stenosis. Target lesion #2 was located in the mid left anterior descending (lad) artery with 95% isr of a previously placed unspecified stent and was 44 mm long with a reference vessel diameter of 2.5 mm. It was treated with direct placement using a 2.50 x 38 mm and a 2.75 x 12 mm promus element¿ plus stents in overlapping manner, with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was diagnosed with non st elevation myocardial infarction (nstemi) and was hospitalized. Electrocardiogram (ECG) revealed anterior septal mi, and elevated troponin t values were also noted. Coronary angiography was performed and revealed 100% isr as well as stent thrombosis of the previously placed study stent located in mid lad. It was treated with balloon angioplasty and placement of a 2.75 x 30 mm non bsc drug eluting stent, with 0% residual stenosis. Medication was also given to treat the mi and stent thrombosis. The stent thrombosis event was considered resolved on the same day. Two days post procedure, mi was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).